Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification in relation to the reported air in line alarms which were not reproduced. Air in line alarms were verified through a review of the event history log. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.